Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. The customer restarted the console, but the issue continued. The console was then swapped out, however, the issue still persisted. Though the issue continued, the patient's condition improved, and therapy was ended. There was no patient harm, or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. The customer restarted the console, but the issue continued. The console was then swapped out, however, the issue still persisted. Though the issue continued, the patient's condition improved and therapy was ended. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #378350 h3 other text : device not returned.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. The customer restarted the console, but the issue continued. The console was then swapped out, however, the issue still persisted. Though the issue continued, the patient's condition improved and therapy was ended. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. The customer restarted the console, but the issue continued. The console was then swapped out, however, the issue still persisted. Though the issue continued, the patient's condition improved and therapy was ended. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product and found to be kinked approximately 7.1cm from the sheath tip. The extender tubing was also returned. No blood was visible inside the iab catheter. Two kinks were found on the catheter tubing approximately 47.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a blood detected alarm. The customer restarted the console, but the issue continued. The console was then swapped out, however, the issue still persisted. Though the issue continued, the patient's condition improved and therapy was ended. There was no patient harm or adverse event reported.

Manufacturer narrative:
Changed: two kinks were found on the catheter tubing approximately 47.5cm from the iab tip. To: two kinks were found on the catheter tubing approximately 73.4cm and 74.9cm from the iab tip. Reference complaint (B)(4).